Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient had not had adequate symptom relief since being implanted on (B)(6) 2016. The issue pertained to both the patient's first implant and replacement implant. The programs with the second implant did not seem to be working either. The patient had to turn the stimulation higher with the second implant compared to the first one. The patient had tried changing programs since implant. When the patient was walking back to their car after surgery of the replacement implantable neurostimulator (ins), it was raining and they fell and were bruised at the implant site. The fall resulted in a large hematoma and their hcp told them it would probably take 2 months to recover. The patient saw their hcp on (B)(6) 2016 and they said it was looking good. The patient felt stimulation and confirmed therapy was turned on, set at 1.5v on program 4. The action taken to resolve the inadequate symptom relief was that the patient was seen on (B)(6) 2016 for a post-operative visit. The patient was instructed to contact the manufacturer about changing their program. If this did not help, botox was discussed. The patient had not contacted the hcp's office since their last visit. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.